Event description:
It was reported that the patient experienced blood glucose levels exceeding 500 mg/dl. Despite attempts to correct the high glucose with the pod, the patient developed signs of diabetic ketoacidosis (dka). Reported symptoms included nausea and abdominal pain, prompting the patient's mother to take him to the hospital. Treatment included insulin administered via injection pen and intravenous fluids. The patient required hospitalization for three days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.